Event description:
It was reported by service report that there was a broken weld presenting sharp edges and that was preventing the side rail from latching in the up position. No pt involvement or adverse consequences are reported.